Event description:
Customer reported system does not boot intermittently. No patient injury.

Manufacturer narrative:
Flashed nodes were deleted and reloaded software by the service rep. He checked voltages, interconnect cable, and checked the lemo connector. The system operates as intended.